Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the balloon catheter was noted to be kinked near distal end. Solidified contrast was noted within the hub of the device. An attempt was made to flush the device; however it was unable to be flushed. A demonstration guide wire and patency mandrel were attempted to be advanced and they met resistance at the kinked section of the balloon catheter and were not able to be advanced further. The balloon catheter was cut distally to the kinks and the device was flushed and traces of blood exited. An attempt was made to inflate the balloon and it was noted to be leaking at the distal end of the balloon. As per the event description, the balloon burst during procedure. Information available indicated that, there were no anomalies noted to the devices prior to use and the device was prepared as per the device direction for use (dfu). It is probable that the device was damaged during the clinical procedure causing the as reported balloon rupture. Therefore an assignable cause of an operational context has been assigned to this investigation.

Event description:
It was reported that balloon ruptured during the procedure. There were no clinical consequences to the patient reported due to the event.

Event description:
It was reported that balloon ruptured during the procedure. There were no clinical consequences to the patient reported due to the event.